Event description:
In (B)(6), this cancer program recognized minor deviations in cadd solis pump administrations, but with increased frequency compared to our historical control. On (B)(6), the cancer program's pharmacy and nursing team met with the company that maintains our pumps, infusystem. Infusystem suggested there are occasional fluctuations in variables pertaining to cadd pump and administration set manufacturing. Since these margins of error were less than the FDA reportable limit of 6%, this has not necessitated FDA reporting. Actions were taken out of an abundance of caution: pediatric nursing re-educating all families to ensure the cadd pump is within 12 inches of the port, per manufacturer guidance. Pharmacy replaced certain cadd pump administration sets, particularly those used in fluorouracil. Quarantine and replacement of a pump implicated in 2 minor deviations in a pediatric patient. On (B)(6) 2025, a separate pediatric patient on blinatumomab was brought in for pump disconnect. The total volume was 390 ml, including 30 ml overfill. The nurse confirmed the pump stated 31 ml remaining (appropriate). However, upon inspection and withdrawing the remaining fluid, 128 ml was remaining. On (B)(6), we again met with infusystem to discuss this event. Conversation centered on actions already taken and root causes. Below are a few discussion points: infusystem collected the pump for failure analysis testing, which can take ~1 month. Infusystem signaled that the "flow stop" mechanism may be at fault. This mechanism helps insure adequate flow through a spring-loaded mechanism. We noted that in 2020/2021, there was a nation-wide recall of lines with this mechanism. They recommended that instead of priming lines with filters and flow-steps (ie. Certain pediatric blinatumomabs) by using a syringe, we use the pump to prime. This can mitigate 1. Shearing of the filter. This would cause excessive leakage. 2. Priming the line can help determine if the line is having issues. Upon questioning that this should be part of ICU medical qa, infusystem agreed that they will ask ICU medical for more information online variability. We discussed logistical complications of priming with the pump, including introducing unsterile devices in our compounding space and leakage of hazardous medication. We evaluated other root causes, such as sensors and line kinks, but infusystem determined these were not likely events. Device: 1171; 2182; 1249; 2938; 2984. Patient: 4582. Reference reports: mw5179594.